Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a partial clip detachment and recurrent mr. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr), weakened condition due to comorbidities, aortic regurgitation, restricted leaflets, and left ventricular ejection fraction of 25 percent. During a mitraclip procedure, an ntw was selected due to the patient's anatomy. After several difficult grasping and capturing attempts, the ntw could not be implanted and was replaced with an xtw. The xtw was able to successfully grasp on the second attempt. Leaflet insertion was successful and the xtw was implanted. There were no adverse effects or clinically significant delay caused by the mitraclip. On (B)(6) 2023, a partial leaflet detachment occurred. The posterior leaflet was partially detached. The mr is recurrent at grade 4. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported migration (partial clip movement) is patient anatomy. The reported mr is a cascading effect of the reported migration (partial clip movement). Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report. The patient was noted to not have stable blood pressure due to their pre-existing condition and the anesthesia administered. No additional information was provided.